Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as there aortic neck tortuosity, 55 degree angulation, diameter of the aortic neck at the renal arteries is 23 mm, and the length of the aortic neck is 2.5 cm. The iliac arteries had moderate calcification. It was reported that upon final angiogram revealed that there was a large type iii endoleak, fabric it is coming from the right lateral wall at the top of the gate through the bifurcated stent graft and the contralateral limb. The physician implanted an endurant iliac limb 16x16x82 the endoleak improved but was not completely resolved. The stent grafts were modeled with a balloon and there was no change in the endoleak. There were no issues during deployment or during modeling of the stent graft. There is no kinking in the stent graft, and there is no calcification at the location of the type iii endoleak, fabric. The cause of the event is unknown. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. The review of returned angiogram images at implant show that the neck was angulated approximately 60 degree (l-r; unknown a-p angle). The main device was implanted up the right side, just below the renals; there is a short proximal seal. Contrast was seen jetting out of the right side of the bifurcate at the level of the flow divider, just at the top of the contra limb. Following implant of a limb from approximately 1cm above the flow divider into the contra limb, the endoleak was reduced but still present. The endoleak type could not be confirmed; but appeared to be either a type iii fabric or a type IV jetting (based on location). The cause of the endoleak could not be determined.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Results: inherent risk of procedure (endoleak); cause is unknown). Conclusion: (cause is unknown).